Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 12 mg/dl at the time of the event and also reports pump was over delivering. The customer was treated with the glucose tablets and intravenous insulin. Troubleshooting was performed and found that the customer used the insulin pump within 48 hours of the episode. It was also found that the auto mode feature was inactive at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Possible over delivery anomaly not confirmed. The pump powered up properly after the test battery was installed. The pump was programmed and monitored for 5 days. No blank display noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, keypad overlay texture damage, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. During visual inspection, no damage noted on the electronic assembly, motor or force sensor. The motor was tested outside of the pump and passed. Please see the boluses listed below on the event date 19-jul-2023 in the pump history file. On (B)(6) 2023 07:46:09.000 normalbolusdelivered (220) bolus programming method: boluswizard (1) normal bolusa mount programmed: 12000 (1.2 u) bolus amount delivered: 12000 (1.2 u) on (B)(6) 2023 08:35:43.000 normalbolusdelivered (220) bolus programming method: boluswizard (1) normal bolus amount programmed: 39000 (3.9 u) bolus amount delivered: 39000 (3.9 u) on (B)(6)2023 08:45:37.000 normalbolusdelivered (220) bolus programming method: boluswizard (1) normal bolus amount programmed: 3000 (0.3 u) bolus amount delivered: 3000 (0.3 u) on (B)(6)2023 10:35:34.000 normalbolusdelivered (220) bolus programming method: boluswizard (1) normal bolusa mount programmed: 6000 (0.6 u) bolus amount delivered: 6000 (0.6 u) on (B)(6)2023 10:56:51.000 normalbolusdelivered (220) bolus programming method: cl1foodbolus (7) normal bolus amount programmed: 14000 (1.4 u) bolus amountd elivered: 14000 (1.4 u) please see below for the daily total of all insulin delivered on the event date 19- jul 2023. On (B)(6) 2023 14:22:00.000 dailytotalsg670 (63) daily total collection start time: 07/19/2023 00:00:00.000 daily total of all insulin delivered: 110750 (11.075 u) daily total of basa linsulin delivered: 36750 (3.675 u) daily total of bolus insulin delivered: 74000 (7.4 u) there were no autosuspend (12) alarm noted in the pump history file. Please see below for the user suspended listed in the pump history file on the event date 19-jul-2023. On (B)(6) 2023 10:57:35.000 insulin delivery stopped (30) reason for insulin delivery suspension: user suspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 19-jul-2023 in the pump history file. On (B)(6)2023 12:35:59.000 alarma lertnotification (40) fault number: sensor erroralert (801) on (B)(6) 2023 15:00:57.000 alarm alert notification (40) fault number: sensorerroralert (801) on (B)(6) 2023 16:05:58.000 alarmalertnotification (40) fault number: sensorerroralert (801) on (B)(6)2023 03:00:00.000 alarmalertnotification (40) fault number: lostsensor1alert (780) on (B)(6) 2023 03:10:00.000 alarmalertnotification (40) fault number: lostsensor1alert (780) on (B)(6) 2023 06:30:00.000 alarmalertnotification (40) fault number: lost sensor 1 alert (780) on (B)(6) 2023 06:40:00.000 alarm alert notification (40) fault number: lost sensor 1 alert (780) on (B)(6) 2023 13:41:43.000 battery removed (55) on (B)(6) 2023 13:41:43.000 alarm alert notification (40) fault number: battery removed (84) on (B)(6) 2023 13:43:09.000 battery inserted (44) on (B)(6) 2023 13:43:09.000 alarm alert notification (40) fault number: failed batttest (58) on (B)(6) 2023 13:53:00.000 alarm alert notification (40) faultnumber: failedbatttest (58) on (B)(6) 2023 14:11:30.000 battery removed (55) on (B)(6) 2023 14:11:30.000 alarm alert notification (40) fault number: battery removed (84) on (b)(60 2023 14:22:03.000 alarm alert notification (40) fault number: postresetramcrcalarm (23) on (B)(6) 2023 14:22:29.000 alarm alert notification (40) fault number: batt out limit (6) on (B)(6)2023 14:22:37.000 alarm alert notification (40) fault number: battoutlimit (6) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Failed battery test alarm was due to the customer's battery inserted on a battery change does not have sufficient voltage. The test battery was removed and reinserted with no failed batt test alarm noted. Pump error 23 and battery out limit alarm were due to the battery removed for more than 10 minutes pump. Sensorerroralert not confirmed. Lostsensor1alert (780) not confirmed. Failedbatttest (58) not confirmed. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. The pump passed the functional testing. Unable to confirm alleged hypoglycemia (low bg). Possible over delivery anomaly not confirmed. Displacement test failure was not confirmed. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.